Event description:
A patient reported experiencing inaccurate erratic results with an otb meter. The patient's blood glucose results were 20, 24, 139 mg/dl. Tests were done within 10 minutes with a difference of 70 mg/dl. Patient did not experience any adverse events. No further information has been reported. Note - customer not using control solution.